Manufacturer narrative:
(B)(4). The customer reported that the product was not saved. Unable to determine the root cause of the customer's reported break.

Event description:
The customer reported that the mbc 6000 broke while being connected to a clave needleless connector. This occurred while on a pt. She stated that "the connector is actually coming off of its base when a tube is attached to the vacutainer which is exposing us to possible needle sticks. The vacutainer remains connected to the pts lumen but the bottom comes apart." No pt or clinician harm occurred as a result. No medical intervention was required. The customer stated the user did not provide any add'l pt or event details.